Manufacturer narrative:
Additional information was received indicating there was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted "cassette partially unlatched" messages were recorded. Functional tests included use testing. The pump was powered up and after latching a cassette onto the customer's pump, an alarming "cassette locked, but not latched" message was detected. It was determined that the latch/lock flex was faulty. The pump's latch/lock flex was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's latch/lock flex.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted multiple alarms for 'cassette partially unlatched' and 'cassette latch was opened.' Functional testing included use testing. The pump was powered on and the pump exhibited a 'cassette locked, but not latched' message. It was determined that the latch/lock flex caused the alarm. The latch/lock flex was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the latch/lock flex.

Event description:
Information was received indicating that this ambulatory infusion pump could not read the cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.